Event description:
We have experienced multiple events in which the smith's medical stopcocks broke after the white turning apparatus that attaches to the clear stop cock broke off when turned. All the stopcocks were from the same lot number, which is being pulled and returned for replacement stock. Manufacturer response for stopcock, 3-way, (brand not provided) (per site reporter): to replace the affected lot.